Event description:
Customer reports that after rebooting twice, computer still giving error. Multiple attempts were made to obtain further details with no success. Covidien has made multiple attempts ((B)(4) 2012, (B)(4) 2012 and (B)(4) 2012) to obtain additional info regarding incident without success.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.